Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose reading was inaccurate. The high blood glucose reading was 428 mg/dl, which the customer advised she had already treated. Later, the blood glucose reading was 96 mg/dl, compared with the sensor glucose reading of 217 mg/dl. She noted that she had had bent sensor cannulas in the past but had since then gotten used to inserting them properly. She also observed high and low predictive alerts that were not accurate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.